Manufacturer narrative:
The complaint sample has not been received at integer for evaluation. Once the complaint sample is received, an evaluation will be performed and a supplemental medwatch 3500a emdr will be submitted. (B)(4).

Event description:
It was reported during an unknown patient procedure that the offset shell impactor broke while trying to disengage the cup. There was a fifteen (15) minute surgical delay reported. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The customer has indicated the complaint sample will not be returning to integer for evaluation, therefore the reported event cannot be confirmed. A manufacturing review was performed and did not reveal any discrepancies. The complaint is considered non-verifiable. No further investigation is required. H6: updated method code.